Event description:
It was reported that during retrieval of the filter basket with the accunet recovery catheter one, it caught on the stent and pushed the stent distally past the lesion to an unintended site (distal internal carotid artery). The physician was successful in re-advancing the same recovery catheter past the stent and retrieving the filter basket. The stent remains in the unintended site. There was no patient effect reported.